Manufacturer narrative:
Device investigation narrative - complaint of failure to be recognized by the ccu could not be reproduced. Product passed functional testing during 12 hour burn-in with no signal loss or interference. Live video output remained constant throughout functional testing and burn-in. Camera head was tested on 3 different test ccus and was recognized by all 3 units. All functions perform as expected. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an improper connection or a problem with the concomitant control unit. Manufacturing records show that the device was released to distribution new on august of 2016 . No containment or corrective actions are recommended at this time.

Event description:
It was reported the camera head lens int sys would not be recognized by the control unit. This occurred during the procedure. A competitors backup device was used to complete the procedure. No delays or patient injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the camera head lens int sys would not be recognized by the control unit. This occurred during the procedure. A backup device was available and used. No delays or patient injuries were reported.